Event description:
Healthcare professional (hcp) reported that black smoke filled the room of the patient (pt) and the homechoice cycler was burned at the power cord while being used for apd therapy. Hcp reportedly went into the room of the pt and smoke was noted in the room, which appeared to be coming from the room's power outlet where the cycler was plugged in. Hcp relates that the cycler was then turned off and the pt was placed on a different homechoice cycler with no difficulties. According to the hcp, there was no patient injury or medical intervention.